Event description:
It was reported that the right ventricular (rv) high voltage (hv) lead had dislodged. The next day during the post op check, the left ventricular (lv) lead was not capturing. On fluoroscopy the new rv, chronic lv and chronic atrial lead were pulled back. Therefore the chronic lv lead was repositioned; the atrial and rv lead were given more slack. All measurements were good and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.